Event description:
A malfunction alert, identified as malf 12, was reported by the customer, indicating a momentary power loss to the vibrator motor. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information for resetting the pump and assisted the customer with the reset. The malfunction did not recur after the reset, and the customer was able to continue using the pump. If the issue were to reoccur, the customer was instructed to report back.